Manufacturer narrative:
The complaint device was not returned to (B)(4) for evaluation. The reported event originated from a medwatch report and the user facility is unknown. As the device was not returned to (B)(4), evaluation was unable to be performed. A review of the DHR for the reported lot number supports that the device met all inspection and test criteria prior to release from (B)(4). Therefore, the most likely root cause is the user applying too much force to the device or the arthroscopic shaver may have come into contact with staples, clips or another metal object, resulting in damage to the blade. The instructions for use (IFU) state: ¿do not apply excessive pressure or ¿side-load¿ the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates.¿; ¿do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury.". The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported a piece of the arthroscopic shaver broke off, fell in the patient and was retrieved. The reported event was submitted through medwatch and follow up was not possible. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.